Manufacturer narrative:
Below is an explanation: the phenomenon is described as blood from the vein into the catheter and infusion tubing (backflow/reflux), without any intentional aspiration or withdrawal. Fluid flow within the system is determined by pressure gradients: venous pressure hydrostatic pressure / infusion system pressure. When venous pressure exceeds the pressure within the infusion system, reverse flow of blood from the vein into the catheter and the infusion system (of which the sal is a component) may occur. In the case of oncology drug administration, the medication is often delivered through a catheter that terminates in the superior vena cava (svc). Although the pressure in the svc is generally lower than in peripheral veins, the catheter is typically larger in diameter, allowing for higher flow rates. Possible causes a. Decrease in infusion system pressure- empty or nearly empty infusion bag infusion pump stopped open line without active fluid flow. B. Change in bag height (also a cause of pressure reduction)- infusion bag positioned below the level of the vein or change in patient position (e.g., raising the arm). C. Increase in venous pressure- coughing or straining (valsalva maneuver) external compression of the vein partial occlusion of the line. D. Absence of a one-way mechanism- in systems without a one-way valve (check valve), reverse flow may occur from the vein into the catheter and subsequently into the infusion system. Simplivia is waiting for samples to arrive and investigate. Investigation findings: 1. The returned sample was examined on (B)(6) 2026. 2. The sample included: · one onguard syringe adaptor lock (sal) containing coagulated blood in the area of the orange component. · one infusion bag connected to an onguard luer lock adaptor (lla), which was connected to a sal and a cadd administration set with a luer connection at the distal end. 3. Based on the configuration of the returned components, it appeared that the sal containing the coagulated blood had been connected to the distal luer connection of the administration set and had subsequently become disconnected. 4. As part of the investigation, the coagulated blood was flushed from the sal, and the sal was reconnected to the administration set. 5. Fluid was passed through the assembled system to evaluate its performance. No leakage or disconnection was observed during testing. 6. The reported malfunction could not be reproduced.

Event description:
Patient receiving ivp [IV push] cinvanti when nurse noticed had slow leak at connection between IV line and onguard 2 cstd syringe adaptor lock ii. Line and connector exchanged for new line and connector. Product onguard 2 cstd syringe adaptor lock ii lot # uby589